Event description:
It was reported "iab failure, persistent helium loss 3". Additional information states " [the user] said that they had just inserted the iab there in the cath lab. She started pumping and the pump immediately alarms for high pressure or possible helium loss 3. [The user] denied that there were any high baseline alarms. [The user] then said that the balloon did not appear to be fully unwrapping on fluoro. It was verified that there was no blood in the gas tubing. The md chose to remove this iab and replace it with another. They were able to successfully start the pump with the second iab with no further issues." The second iab catheter was placed in the same original insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc). Returned with the sample was supplied 40cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.5cm from the iabc distal tip and the wire-round was noted unraveled. Multiple bends to the iabc central lumen were noted at approximately 9.5cm, 28.8cm, and 61cm from the iabc luer end. A kink to the iabc central lumen was noted at approximately 43.7cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the bladder. Some dried blood was noted within the iabc bladder/helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. No damage was noted to the cal key. The cal key code is "lcs". The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fos fiber was found broken at approximately 5.7cm from the iabc distal tip and was within the area of the previously noted broken central lumen. No other fiber breaks were noted. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood as noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 9.5cm and 29cm from the iabc luer, which are the location of the previously noted bends. The guidewire could not advance at approximately 43.8cm from the iabc luer, which is the location of the previously noted kink. Some blood as noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon did not appear to be fully unwrapping on fluoro" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen can result in blood entering the helium pathway and an inability of the bladder to fully inflate. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "iab failure, persistent helium loss 3". Additional information states " [the user] said that they had just inserted the iab there in the cath lab. She started pumping and the pump immediately alarms for high pressure or possible helium loss 3. [The user] denied that there were any high baseline alarms. [The user] then said that the balloon did not appear to be fully unwrapping onfluoro. It was verified that there was no blood in the gas tubing. The md chose to remove this iab and replace it with another. They were able to successfully start the pump with the second iab with no further issues." The second iab catheter was placed in the same original insertion site. No patient injury or consequence. The patient's current condition is reported as "fine".